Manufacturer narrative:
The insulin pump was received with operating currents within spec. The pump passed functional testing including the self-test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat test at 0.08725 inches. The pump was received with minor scratched display window and case.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2017 with blood glucose of 594 mg/dl. The customer stated that they might have an injection but they are not sure. The customer was treated with manual injection. The customer was wearing the insulin pump during the hospitalization. The customer stated that the cannula was bent. The insulin pump will be returned for analysis.